Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a ¿right shoulder arthroscopy with mini open right rotator cuff repair and distal clavicle resection¿ surgical procedure, it was observed that the ¿tension screw backed off under vibration¿ of the sagittal saw attachment device. It was further clarified that the device disassembled. The reporter stated that the component that ¿should hold the device was loosening¿ was broken. Therefore, the device ¿vibrated loose three times during surgery, halfway through a cut.¿ it was reported that the components fell into the sterile field, but did not fall into the patient. The reporter stated that a bag was in the sterile field and caught the pieces that fell into the sterile field. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.